Manufacturer narrative:
Pump received with broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
The customer reported that the insulin pump had damage at battery and reservoir compartment. Blood glucose level of the customer was unknown. The customer was assisted with the troubleshooting. It was reported that the reservoir compartment was able to lock in its place. The insulin pump will be returned for the analysis